Event description:
Country of complaint: (B)(6). Clamp jaw broke during surgery and fell into the spinal canal. There was no surgery delay, no risk for patient, the surgery was finished successfully. No harm to patient.

Manufacturer narrative:
Evaluation: the instrument shows a crack which appears to have originated during a preceding surgery. This crack resulted in much less force needed to cause jaw breakage. An additional crack was noted on the fixed jaw of the instrument. Intergranular fracture surface was noted, this is typically a failure caused by overloading. There are shear lips on the front side of the fracture surface, which indicates the rongeur was turned (by user) while applying compression on the object within the jaws. The failure was caused by overloading of instrument.